Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient was examined during semi-annual dental visit and relayed their concern about their back teeth no longer touch when they bite down. Dentist advised that this is from aligner treatment and dentist confirmed open bite. Patient contacted byte about their concern.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.